Manufacturer narrative:
(B)(4).

Event description:
Procedure type: whipple. According to the reporter: after the stomach was transected, the staple line came apart. Another reload of the same kind was applied with the same result. The original staple line was resected with the 2nd application of the stapler. The surgeon over sewed malformed staple line. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was delay over 30 minutes. No device fragment fell in the pt cavity. No device fragment was left in the pt. No reinforcement material used in conjunction with the stapling device.